Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 425cc mentor smooth round moderate profile saline breast implant, catalog # 3501670, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation revision with a 425cc mentor smooth round moderate profile saline breast implant has experienced postoperative right-sided deflation, confirmed by a physician. As a result, the patient underwent explantation and replacement with 210cc mentor smooth round high profile saline breast implants, catalog # 3503210, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that information was omitted in error. The evaluation of the device was completed on 31-jan-2020. Device evaluation summary: according to the information provided, it was reported that the patient experienced a rupture on the breast gel implant. During evaluation of the sample a crease was noted in the posterior view. Within crease a tear was observed, measuring approximately 0.2 cm. The evaluation determined that the rupture is consistent with a crease fold rupture these kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 13-jan-2020, mentor became aware that the patient also had bilateral ptosis and malpositioned breast implant on unspecified side. This medwatch report is for the right-sided implant. On 27-jan-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).